Manufacturer narrative:
The insulin pump passed functional test including error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. However, the insulin pump had an intermittent button response noted during testing due to corroded keypad traces. The insulin pump was received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Diabetes clinical manager reported via phone call keypad anomaly, unexpected restart alarm, high blood glucose and hospitalization. Customer's blood glucose level was over 1300 mg/dl. Customer was disconnected from the insulin pump for 2 months and when they tried to reconnect they received an unexpected restart alarm. Troubleshooting for keypad anomaly was performed and customer advised the buttons are unresponsive. Troubleshooting for high blood glucose was performed. Customer experienced diabetic ketoacidosis, high blood glucose and were hospitalized. Customer was off the insulin pump 1 day prior to the hospitalization. Customer was placed on a medically induced coma for 3 to 4 days and placed on insulin drip. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.